Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following an implant procedure on (B)(6) 2021 the patient experienced weakness and numbness in her right arm and leg. As a result, the lead was explanted. The numbness resolved.